Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually inspected, and leak tested. It was noted that the kink resistant tubing (krt) was cut down to the pump block and not returned for analysis. The component passed the leak test. Upon functional testing, the pump did not pass activation tests 2 and 3. Based on the information available and analysis results, the reported allegation of a hole could not be confirmed; however, the allegation of the pump not working appropriately was. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, the cause for the hole was not detailed by the facility. It was noted that during the procedure a set of cylinders were accidentally opened. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the right cylinder connecting tube; however, the cause for the hole was not detailed by the facility. It was noted that during the procedure a set of cylinders were accidentally opened. There were no patient complications.